Manufacturer narrative:
The device with a 3/16" attached portion of device catheter and a 6 1/2" loose segment of catheter were returned to the MFR and have been analyzed as follows: visual and microscopic examination of the device septa showed atypical usage with areas of coring needle usage, slits, angular punctures, and missing chunks of silicone material. The 3/16" attached portion of the device catheter appears to mirror match the 6 1/2" loose segment of catheter and appears to be irregularly torn at the point were these two segments were once attached. Both segments of catheter appear to have clean and clear flow paths. No other anomalies were noted with the 3/16" attached portion of the device catheter or the 6 1/2" loose segment of catheter. The device/catheter and loose segment of catheter were patent when flushed with 5cc of sterile water. No leaks were noted when the device/catheter and loose segment of catheter were pressurized with air and fluid. The device functioned as intended during the MFR's analysis. A trend analysis was performed on similar incidents for this catalog/lot number and a trend was npot identified. A review of the device history record did not reveal any manufacturing variances related to this event. Based on the information available and the results of the MFR's analysis of the device, the report that "the distal portion of the device catheter had a hole " could not be confirmed. No further details are available. The customer will be notified of the MFR's findings. The MFR is now closing the file on this event. Submitted to the FDA 06/15/1998.

Event description:
On 4/1/1998, the oncologist's nurse informed the MFR's sales rep of the following: x-rays showed a hole in distal end of the catheter and some extravasation was noted. As a result, the device was explanted on 3/31/98, and replaced. No further details were provided at this time.